Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's battery became inoperable, the implant date is unknown. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.